Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported adverse event and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) level dropped to 50 mg/dl while wearing the pod between 25 and 36 hours. The patient's wife, (who is his caregiver as the patient has dementia), reported that the patient was passed out during the night and she called the ambulance and gave him juice. The ambulance came and they removed his pod and gave the patient intravenous glucose and his glucose level rose to 150 mg/dl. The patient and his wife went to the clinic to upload the patient's data and according to the wife, she injected the insulin an hour after the patient finished his meal, which is why the bgs dropped so drastically.